Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05620. On (B)(6) 2012, sjm was notified of the pt's scs sys being explanted. The reason for explant is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.